Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) came in for an x-ray. An infection was noted with vegetation on either the valve or the leads, therefore the crt-d system was explanted. The next day, the patient underwent another procedure to remove the concomitant left ventricular assist device (lvad) due to infection, but subsequently died during that procedure.